Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy procedure, at the first firing, the device was set to the tissue and was attempted to be fired, the knob advanced but it did not work. Another device was used to complete the procedure. There was no patient injury.